Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report scarring that occurred on 04/24/2015. The sensor was inserted on (B)(6) 2015. Patient stated that the scarring was located under the sensor patch adhesive and may have been due to quickly ripping off the sensor. The patient confirmed that the affected area was not itchy or uncomfortable and nor was it a rash or allergic reaction. At the time of contact, the patient did not report any medical intervention.